Manufacturer narrative:
This report is submitted on 21 january 2020.

Event description:
It was reported that the patient had no auditory perception with device use resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 4, 2020.